Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes >2000 ohms bipolar ventricular lead impedance. The impedance returned to normal values when programmed to unipolar. The physician decided the lead was crushed. The patient was not pacemaker dependent and did not report any symptoms.